Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 205) was unable to be duplicated. Upon further investigation, the monitor displayed a download code 139. The cause of the download code was isolated to intermittent bga connections. The ca board will be replaced. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been induced through rough handling. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 205.